Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in therapy following an alarm condition. On an unspecified date and time, channel b of the device was programmed to deliver 0.45% normal saline, at a rate of 200 ml/hr, with a vtbi of 1000ml, and the delivery was started. No further programming parameters were provided. After an unspecified length of time between 0800 and 1100, the customer contact reported the device alarmed for air in line a total of five times. It was reported that the nurse noted champagne air bubbles in the cassette and tubing. The nurse reported changing the tubing set twice and that the tubing sets had been primed slowly; however, the device continued to alarm for air in line. After an unspecified length of time, the device was removed from clinical use. Therapy was resumed using a replacement device. On (B)(6) 2013 at approx 0200, it was reported the pt expired. The cause of death was unspecified; however, the customer contact reported the device did not contribute to the pt's death. Though requested, no add'l info was provided.